Event description:
It was reported that during an unk procedure, the acting blade was broken. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.